Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observations revealed a lead severed in two segments 7 centimeters (cm) from the terminal pin which was noted to be induced in the field. Setscrew marks were also noted on the terminal pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. There was also noise which was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. X-ray did not show any lead dislodgement or fracture. The device was reprogrammed. Subsequently, a lead revision was done and the lead was successfully explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.